Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the approximate two week post implant follow-up, inconsistent pacing and high thresholds were noted. The physician elected to surgically intervene and reposition the electrode tip; however, at this point the helix was non functional and the electrode cut and replaced. No resulting adverse patient effects were reported and due to product abandoned, no return is expected.